Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between (B)(6) and the report of suspected arrhythmia could not conclusively be determined through this evaluation. The controller event log file contained events from 23sep2024. Transient low flow hazard alarms were captured in the setting of elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), and no further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent low flow alarms, that were not of clinical relevance. 2.0 software was requested. Arrhythmias were suspected and would be clarified with a long-term ECG.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.